Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("iud device migrated into uterus"), pelvic pain ("pain/ pelvic pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 25-year-old female patient who had essure (batch no:. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, raynaud's syndrome, add, obsessive-compulsive disorder, hypothyroidism, pulmonary embolism, restrictive pulmonary disease, narcotic abuse, bladder injury, chronic cervicitis and nabothian cyst. Concomitant products included baclofen since on (B)(6) 2018, buprenorphine hydrochloride; naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) since 2015, clonidine since 2014, colchicine since 2014, furosemide (lasix) since 2014, hydromorphone hydrochloride (dilaudid), hydroxychloroquine since 2014, levothyroxine since 2000, salbutamol sulfate (albuterol) since 2014 and sertraline hydrochloride (zoloft) since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraine"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, systemic lupus erythematosus, migraine, anxiety, depression, alopecia, vaginal discharge and fatigue outcome was unknown and the headache, abdominal pain, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device expulsion, dyspareunia, fatigue, headache, migraine, pelvic pain, systemic lupus erythematosus and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion in summons reported as on (B)(6) 2008 and in pfs reported on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine, headaches, alopecia, anxiety, depression". Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- lupus, migraines, headaches, abdominal pain, anxiety, depression, hair loss, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower stomach pain, iud device migrated into uterus. Reporter information, medical history, concomitant drug, lab data, events onset date, events outcome was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('iud device migrated into uterus'), pelvic pain ('pain/ pelvic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 25-year-old female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, raynaud's syndrome, add, obsessive-compulsive disorder, hypothyroidism, pulmonary embolism, restrictive pulmonary disease, narcotic abuse, bladder injury, chronic cervicitis and nabothian cyst. Concomitant products included baclofen since (B)(6) 2018, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) since 2015, clonidine since 2014, colchicine since 2014, furosemide (lasix) since 2014, hydromorphone hydrochloride (dilaudid), hydroxychloroquine since 2014, levothyroxine since 2000, salbutamol sulfate (albuterol) since 2014 and sertraline hydrochloride (zoloft) since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraine"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, systemic lupus erythematosus, migraine, anxiety, depression, alopecia, vaginal discharge and fatigue outcome was unknown and the headache, abdominal pain, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device expulsion, dyspareunia, fatigue, headache, migraine, pelvic pain, systemic lupus erythematosus and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion in summons reported as (B)(6) 2008 and in pfs reported (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine, headaches, alopecia, anxiety, depression". Lot number: 654846 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('iud device migrated into uterus'), pelvic pain ('pain/ pelvic pain'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus/ having a bad lupus flare'), thrombosis ('I tested positive for blood clot') and pneumonia ('pnemonia') in a 25-year-old female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, raynaud's syndrome, add, obsessive-compulsive disorder, hypothyroidism, pulmonary embolism, restrictive pulmonary disease, narcotic abuse, bladder injury, chronic cervicitis and nabothian cyst. Concomitant products included baclofen since (B)(6)2018, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) since 2015, clonidine since 2014, colchicine since 2014, furosemide (lasix) since 2014, hydromorphone hydrochloride (dilaudid), hydroxychloroquine sulfate (plaquinol) since 2014, levothyroxine since 2000, salbutamol sulfate (albuterol) since 2014 and sertraline hydrochloride (zoloft) since 2014. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"), vaginal discharge ("vaginal discharge") and headache ("headaches"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), abdominal pain lower ("lower stomach pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on 28-mar-2016. At the time of the report, the device expulsion, pelvic pain, systemic lupus erythematosus, thrombosis, pneumonia, vaginal discharge, anxiety, depression, alopecia and fatigue outcome was unknown and the abdominal pain, abdominal pain lower, dyspareunia and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device expulsion, dyspareunia, fatigue, headache, pelvic pain, pneumonia, systemic lupus erythematosus, thrombosis and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion in summons reported as oct-2008 and in pfs reported (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, migraine, headaches, alopecia, anxiety, depression". Lot number: 654846 manufacture date: 2009-07 expiration date: 2012-07. Concerning the injuries reported in this case, the following one/ones reported via social media: thrombosis & pneumonia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: social media case received. New event I tested positive for blood clot & pneumonia were added. New reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.